Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys total psa immunoassay (tpsa) and elecsys testosterone ii assay results for qc material and patient samples. Of the data provided for three patients, only the results for two patients were discrepant. Patient 1: a sample was tested for tpsa with a result of 0.011 ng/ml. This result was reported outside the laboratory and the physician asked that the sample be repeated as the patient was known to have prostate cancer. The repeat result on (B)(6) 2016 was 6.79 ng/ml with a data flag which was believed to be correct. Patient 2: this patient was an (B)(6) male born on (B)(6) 1932. On (B)(6) 2016, a sample was tested for testosterone and the result was 1500 ng/dl with a data flag. The sample was repeated with results of 147.9 ng/dl and 9.64 ng/dl. The sample was centrifuged and retested in a sample cup with a result of 7.63 ng/dl. The results were not entered into the patient¿s chart but the medical personnel were made aware. The patient was sent to a reference laboratory for testing, but the patient had not yet gone for the testing. The results were not used for treatment. There was no adverse event. The tpsa reagent lot number was 13598600 with an expiration date of 05/31/2017. The testosterone reagent lot number was 18786102 with an expiration date of 12/31/2016. The field service representative found there was potential instability in the detection unit. He found there was a poor seal at the pipetters potentially causing aspiration and delivery issues. He replaced the nozzle seal and the tubing at the pipetter and ran performance testing to confirm the system performance. All qc results provided by the customer were acceptable. The field service representative verified the instrument was performing per specifications. Upon follow up, the field service representative noted no further issue with testosterone had been reported since the service visit.